Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump returned multiple no delivery alarms during bolus. During troubleshooting, customer was able to get insulin to exit the tubing with no alarm returned. Blood glucose level was 252 mg/dl at time of the call. No further info was provided.